Event description:
User of acuvue oasis contacts, along with renu optifree replenish and top care multipurpose contact solution has presented keratitis, currently being treated by dr. Dates of use: #1 - 2 years; #2 - 2 years. Diagnosis or reasons for use: #1 - nystagmus. #2 - stygmatism correction. Event abated after use stopped: #1& #2 - no. Dr. And patient can tell more information and confirm dates and products with codes.